Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high threshold which did not reduce over time. As a result, the patient was hospitalized to remove the lead. During the extraction the lead presented helix retraction issues. As such, the physician elected to surgically abandon the lead and a new rv lead was implanted. No additional adverse patient effects were reported.